Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cerebrovascular accident. Several weeks after the case was completed, a stroke or inner cranial hemorrhage was noticed in the patient. The patient was re-admitted (transferred to the hospital via ambulance) with "red flag¿ symptoms of a stroke. A computed tomography (CT) scan was ordered for the patient; however, they were awaiting the results at the time of reporting. The patient was reported to be in stable condition. Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was pre-existing patient condition. The outcome of the adverse event was improved. The patient required extended hospitalization because of stroke/intracranial hemorrhage management. The procedural activated clotting time (act) was over 300 seconds. At least three (3) catheter exchanges occurred during the procedure, and one transseptal puncture site was performed during the procedure. The number of performed radiofrequency (rf) ablations was 111, and at least 60 ablations were performed within the pulmonary veins. Ablations performed outside the pulmonary veins were 15 cavotricuspid isthmus (cti) line. There was no evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation.